Event description:
It was reported that the patient developed a "mild" wound separation at the umbilicus, which ultimately healed. The patient was seen as an outpatient on (B)(6) 2012 with decreased symptoms of nausea and vomiting. The patient was then admitted to the hospital for "vague" abdominal pain and a right groin intravenous therapy (IV) line was placed. The patient developed deep vein thrombosis (dvt) at the site associated with leg swelling. The patient was then transferred to (B)(6) university and treated with lovenx and coumadin. On (B)(6) 2012 the patient was found unresponsive in her ward doom. Advanced cardiovascular life support (acls) protocol was instituted, but the patient expired. Computed tomography (CT) showed no evidence of intra-abdominal injury and a chest CT showed no evidence of a pulmonary embolism (pe) a few days previous to the report. The medical examiner's (me) findings showed no intra-abdominal injury. Additional information received on (B)(6) 2012 reported that the patient was not part of a clinical trial. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).